Event description:
It was reported that the customer received a motor error alarm, changed the infusion set and still received the motor error alarm. The customer's blood glucose was 145 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked belt clip slot.